Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold measurements and loss of capture. In addition, this ra lead was supposed to be surgically revised, however, was unable due to the tissue stuck in the helix. Post procedure the ra lead measurements were optimal with the new implant lead. This ra lead was explanted, replaced and not to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold measurements and loss of capture. In addition, this ra lead was supposed to be surgically revised, however, was unable due to the tissue stuck in the helix. Post procedure the ra lead measurements were optimal with the new implant lead. This ra lead was explanted, replaced and not to be returned. No additional adverse patient effects were reported. There was no known caused of the high pacing threshold measurements.